Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device experienced repeated blue screen errors, and although rebooting temporarily resolved the issue, the problem continued to recur. A technical support specialist dialed into the devices, confirmed that the medication application was running, rebooted each device, and verified that the medication application launched successfully after restart. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device experienced repeated blue screen errors, and although rebooting temporarily resolved the issue, the problem continued to recur. However, there were no delays or adverse events or injuries reported based on this event.